Manufacturer narrative:
Pump had unresponsive button due to flattened dome switch at escape button on keypad traces. No numbers ramping or scrolling on display noted. Unable to verify the low reservoir alarm anomaly due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 82 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.